Manufacturer narrative:
(B)(4).

Event description:
Patient had experienced a loss or change of therapy. Last week she noticed she was having to "tinkle" more. Patient wants to try to change the program when she receives her lost/stolen replacement programmer. The patient consider this a sudden change in therapy/symptoms. Event date was in (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Additional information was being requested from the patient regarding step taken to resolved the reported issues. Follow up will be submitted if additional information is received.